Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) was a nurse. She said her pcu8015 did not update new library. She did not have the pcu with her. It was on a patient. She only provide pcu sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I advised (B)(6) if the user already selected "yes" for new patient upon pcu powered up and the pcu still had old library, most likely the pcu was not connected to server. I recommended carla to take the pcu to her biomed to have network configuration uploaded on the pcu. (B)(6) will take the unit to biomed. If they need further assistant, they will call me back. Ref: (B)(4).